Event description:
It was reported that in central processing that the wire at the end of the cadiere forceps instrument was off track. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cables were derailed. One grip cable was derailed at the distal idler pulley. The grips still opened and closed, but movement was not precise. Failure analysis also found the following: the instrument's grip cable was frayed. The same grip cable that was derailed was also frayed; the distal idlers did not appear to have any damage. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube if to recur could cause or contribute to an adverse event.